Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. On (B)(6), 2013, the patient underwent revision surgery to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.